Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device's defib output was out of specification. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the suspect pace/defib engine board was returned. The customer's reported was observed and attributed to a faulty charging cap on the pace/defib engine board. The board was scrapped and the customer recevied a replacement. Analysis of reports of this type has not identified an increase in trend.